Event description:
Customer's wife reported that her husband was getting high readings when testing on his freestyle meter. Customer was sweating vigorously, delirious and light-headed. The paramedics were called and the customer was transported to the hospital where his glucose levels were tested and found to be very low. The customer treated with an i.v. And an unknown type of medication. The freestyle results obtained by the customer were not consistent with the customer's symptoms, nor the treatment that was provided.